Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. Visual examination of the provided photographs confirmed the reported event. The impactor was fractured into multiple pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A large piece has broken of body of 254401006 impactor.